Manufacturer narrative:
Catalog number: the customer provided catalog number is invalid. The customer did not provide the lot number; therefore, lot review cannot be performed.

Event description:
Received a medwatch report (uf/importer# (B)(4)) stating that unknown male IV tubing was leaking chemotherapy. The event occurred in (B)(6) of 2020. The product was used with a closed anti-neoplastic and hazardous drug reconstitution. There was patient involvement but no report of an adverse event or delay in critical therapy.